Event description:
A cracked and shattered touchscreen on a pump was reported by the customer, who confirmed that the damage extended beneath the screen protector, although interaction with the pump was still possible. There was no adverse impact to the customer's blood glucose level. Technical support resolved to replace the pump, confirming the shipping address and instructing the customer on how to put the pump into storage mode before returning it. The customer agreed to continue using the current pump as a backup and understood the return instructions, including using a prepaid label within ten days.

Manufacturer narrative:
Initial MDR was submitted in error. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.